Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: there were occlusion alarms observed in the black box; the force at the time of the occlusion was high. The ¿ez-prime¿ steps were performed correctly with no alarms. The force calibration was within specifications. The pump was exercised for 24 hours with no occlusions occurring. The pump was opened and no intermittent condition was found on the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.